Event description:
Drive devilbiss healthcare was notified of an incident involving a commode by the end user who stated that when she reached for the arm of the commode, the arm collapsed causing her to fall. She suffered a bruised arm, which was bandaged by ems, and several discharges of her implanted defibrillator, which she reported as being connected to the fall and bruising she sustained. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.